Event description:
After an implantation period of approx. 103 months, oversensing on the ventricular channel was reported. Lead was explanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 52 cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection showed multiple abrasion marks along the lead fragment. Particularly on the distal part of the lead fragment, the insulation was abraded through. This damage can be considered the root cause of the reported noise. Furthermore calcified tissue residuals were found on the lead body and both shock coils were deformed. The characteristics of this damage indicate severe mechanical stress in the implanted state. It is reasonable to assume that the lead was significantly ingrown which may have affected the leads motion resulting in an increased stress level during the implantation time. The manufacturing process for this device was re investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.